Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a physician was questioning falsely elevated architect stat high sensitive troponin-I results for one female patient. The following data was provided (female reference range <16 pg/ml): on (B)(6) 2021 sample (B)(6). Initial result was 136 pg/ml, repeats 98 / 584 / 1745 / <5 / <5 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
The lot search review did not identify an increase in complaint activity for the issue for the lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not performed as returns were not available. Device history record review did not identify any issues associated with lot number 30254ud00 and the complaint issue. The performance of the architect stat high sensitive troponin-I assay was assessed using world-wide field data and shows that the median patient result for lot 30254ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 30254ud00 was identified.